Event description:
It was reported that the pump charged faster than normal. There was no reported adverse impact to the customer's blood glucose level. The customer disconnected the pump and reconnected it and the issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.